Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
After review, this issue has been determined to be non-reportable. Abbott diabetes care received an (B)(6) user report which reported the following information: a customer, who originates from the USA, reported experiencing a skin reaction with the adc freestyle libre sensor. Customer further reported experiencing a "2nd degree chemical burn" and "circular blisters" on his arm upon removal of the sensor. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was also returned, attached to the sensor. Extended investigation has also been performed. Device history record (DHR) were reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified.

Event description:
After review, this issue has been determined to be non-reportable. Abbott diabetes care received an (B)(6) user report which reported the following information: a customer, who originates from the USA, reported experiencing a skin reaction with the adc freestyle libre sensor. Customer further reported experiencing a "2nd degree chemical burn" and "circular blisters" on his arm upon removal of the sensor. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event